Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Phone number not provided. Serial number not provided.

Event description:
It was reported to philips that the device's batteries do not charge. There was no reported patient involvement.